Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their molars are no longer touching when biting, upper and lower teeth need more straightening and their dentist is concerned that they are developing tmj. Provided information on bite feeling off and requested bite video to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.